Event description:
A report was received that the patient is experiencing discomfort at the pocket site. The physician moved the patients ipg to the left flank. The patient is doing well following the revision.